Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a lesion located in the mildly calcified, 80% stenosed, proximal circumflex. The balance middleweight (bmw) elite guide wire tip separated during retraction in the anatomy. The guide wire tip was retrieved using a snare device. As the separation of the guide wire occurred during retraction of the guide wire no further treatment was performed. There was a delay in the procedure; however, it was not significant for the patient. No additional information was provided.